Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(4).

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. D4 primary UDI number corrected.